Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. The following repair activities were performed service and repair functions as per (B)(4). Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Removed fluid filled inside tubing to correct issue, also replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a knee scope procedure the fms vue pump did not have suction. The procedure was completed using a similar device. There was a 15-minute surgical delay and no patient consequence. This is report 1 of 1 for (B)(4).